Event description:
During the procedure, high impedance was noted on all ports and the procedure was cancelled.

Event description:
During the procedure, high impedance was noted on all ports and the procedure was cancelled with no consequences to the patient. Tests were performed and the generator functioned as expected with no further issues or errors experienced. Multiple cases have been completed since.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported high impedance and subsequent cancellation remains unknown.